Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, july 01, 2023, was chosen as the best estimate based on the date when the initial scans were conducted in july 2023. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a placement procedure performed on an unknown date. Additionally, fiducials markers were also placed. The initial planning imaging was performed in (B)(6) 2023. The images showed a thin sliver of spaceoar vue hydrogel in the rectal wall. The physician to wait and rescan three months later. Upon revisiting the initial images, it become evident that the majority of the hydrogel seemed to be appropriately placed, with the denonvillier's fascia and serosa over the hydrogel. However, right at the apex there was a small breach where the hydrogel infiltrated beneath the muscularis. The follow-up images at the three-month mark post-placement closely resembled the baseline magnetic resonance imaging (MRI). After, three months of placement, the patient experienced rectal bleeding, prompting a gastrointestinal scope examination that confirmed the absence of ischemia or any breach of the rectal wall. It was determined that the patient has been dealing with a bothersome hernia, which will be addressed first. Once the hernia repair is completed, the patient will proceed with stereotactic body radiation therapy (sbrt). Boston scientific has been unable to obtain additional details, despite good faith efforts (gfes).